Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/01/2026 at approximately 8:00 am, while at work, the patient received a low glucose alert (40 mg/dl) from both the dexcom g7 mobile app and receiver. At that time, the patient did not experience any typical symptoms of hypoglycemia and did not have a blood glucose meter available to perform a fingerstick comparison. In response to the alert, the patient consumed juice and glucose tablets; however, the sensor readings did not increase. Due to concern, coworkers contacted emergency medical services (ems). While waiting for ems to arrive, the patient began to feel disoriented and ¿a little funny.¿ ems did not do any fingerstick to check the readings until they arrive in the hospital. The cgm readings were still showing 40mg/dl on the dexcom app and receiver. At the hospital, the patient was treated with a nasal glucagon spray and additional glucose tablets. Following treatment, the dexcom g7 readings displayed approximately 143-148 mg/dl. A hospital fingerstick reading taken around the same time showed 111 mg/dl. After a period of observation and rest, the patient was discharged (less than 24 hours) and advised to remove the sensor upon returning home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.